Manufacturer narrative:
The system control center was replaced and the architect back up was restored. The start up was successful and quality control was performed and was acceptable, confirming normal function of the architect system. Subsequent complaints of this issue on architect c8000 (serial number (B)(4)) have not been reported. A 12 month complaint review did not identify any atypical complaint activity that could be related to the described issue. A review of 12 months of trending data did not identify any adverse trends or any non-statistical trends associated with this described issue. The architect c8000 and i2000sr systems are certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. The architect system operations manual provides adequate instructions regarding electrical specifications and requirements, electrical hazards, emergency shutdown procedures, and elements of electrical safety for the architect systems. The architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. Based on the available information, no product deficiency was identified.

Event description:
The customer observed a small flame behind the architect c8000 system control center (scc). The customer's electrician noted that the scc power supply was burned. There was no injury reported.

Manufacturer narrative:
(B)(4); no patient involvement an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.